Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer treated his high blood glucose with a bolus from the insulin pump. The customer's blood glucose was 350 mg/dl. The customer also mentioned that he received a no delivery alarm on the insulin pump. Troubleshooting was not performed because, the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot properly. Nothing further reported.